Event description:
It has been reported to philips that x ray was failed. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that x ray was not possible. Troubleshooting actions showed a problem with the wired footswitch. The fse replaced the footswitch and returned the system to use in good working order. Philips has continue to investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in planned non-emergency treatment when the issue occurred, and the procedure was completed as planned. The philips remote service engineer (rse) inspected the system remotely and confirmed that the error message "x-ray failed" displayed on the system. Analysis of the system log file showed fluoroscopy errors several times. During troubleshooting, the rse confirmed that the wired footswitch must be replaced. The wired footswitch was ordered and sent to the customer. After replacing the wired footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.